Event description:
The monomer vial was cracked. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
Evaluation results suggest that this event is due to shipping/handling of the product.